Event description:
It was reported that during a follow-up visit, this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that the patient is dependent. A copy of device memory was saved and submitted to technical services for review. Engineering analysis confirmed that the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.